Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 4 of 4. The home patient (hp) stated that the heater bag became disconnected. The baxter technical service representative (tsr) had the hp close all clamps and disconnect using aseptic technique. They cycled power off and on to clear the se 2240 followed by a se 2367 ending therapy. The hp would notify the peritoneal dialysis registered nurse (pdrn). They cleared the error ending therapy. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were not properly spiked and connected. The heater bag became disconnected. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to complete therapy the next day with new supplies. She was not sure how the heater bag became disconnected. She did not notice anything unusual with any of the previous supplies. She did not have a lot number or a sample available. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag disconnected without falling.